Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device connecting tube has foreign objects. The issue was found during regular maintenance. There was no patient involvement.